Event description:
It was reported that approximately 7 years post implantation of a left total hip arthroplasty, the patient was revised due to pain and osteolysis. The cup and head were replaced. There were no contributing conditions related to the event. No additional information.

Manufacturer narrative:
(B)(4). G2: foreign: country: japan. D10: cat#: 00885101232, lot#: 63306634, 32mm i.d. Size kk neutral liner. Cat#: 00625006520, lot#: 63506572, bone scr 6.5x20 self-tap. Cat#: 00625006520, lot#: 63480615, bone scr 6.5x20 self-tap. Cat#: 51-145040, lot#: 2931541, tprlc xr mp type1 pps 4.0. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2024-00418.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. No product was returned; however, pictures were provided. Visual examination of the provided pictures identified wear to the inner and outer spherical surfaces of both devices. They were also covered in bio-debris. No further evaluation can be made from the provided pictures. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. The reported products were reviewed for compatibility with no issues noted. Medical records were not provided. The reported issue cannot be confirmed. Medical records were not provided to confirm the osteolysis. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.